Manufacturer narrative:
The device was evaluated and it was determined that a burr on the jaw component preventing the clip from loading in the jaw straight.

Event description:
During an open cholecystectomy procedure, the clips did not form properly. The surgeon used another instrument to complete the procedure. No pt injury reported.